Manufacturer narrative:
Follow-up information received on 15-may-2015 no new clinical information provided. Follow-up from 30-jun-2015: the maximum number of attempts have already been achieved. Case closed. Company causality comment: this spontaneous report case received from a physician refers to a female patient who had essure (fallopian tube occlusion inserts) implanted and experienced pelvic pain and essure device in the right cornua, protruding through the serosa, interpreted as uterine perforation. The events pelvic pain and uterine perforation are serious due to required intervention. Both events are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Although the exact date was not reported, she recovered after essure removal. Considering this information and the nature of this event, pelvic pain was considered related to essure use. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, although the exact date and mechanism of the reported event is not known, given its nature, a causal relationship with the suspect insert cannot be excluded. In contrast, the physician stated that the patient's condition was not caused or contributed by essure. This case was regarded as incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected as the maximum number of attempts have already been achieved.

Manufacturer narrative:
Follow-up received on 08-nov-2016 from medical records: during office visit on (B)(6) 2015 it was reported that the patient was scheduled to have her mirena removed or replaced in october, but she would like some type of permanent birth control done and she doesn't want to go back to having heavy periods again. The plan was to have an endometrial ablation along with the essure coils placed. She would have a pelvic us done, and would be referred for an ablation and essure. Follow-up received on 11-nov-2016: on (B)(6) 2015, during office visit, patient had mirena removed and had essure inserted. An hsg (hysterosalpingogram) would be performed in 3 months post procedure to verify tubal occlusion and micro-insert location. Depo (interpreted as depo-provera) was given for birth control. Essure lot number was provided c55839. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having bleeding all the time (interpreted as genital bleeding). She went to check it and the doctor stated that essure was defective (come uncoiled). She had a tubal ligation performed. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Essure lot number was provided during last follow-up information and a new product technical analysis was requested. Further information will be obtained through the litigation process.

Manufacturer narrative:
Previous information submitted in error as it belongs to MDR 2951250-2016-00043, not 2951250-2015-00043. Please delete from this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review, it was noted that supplemental 3 was submitted in error. There is no new data to provide for this report.

Event description:
This is a spontaneous case report received from a physician in united states on 30-sep-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician has a patient who has been complaining of pain. She wants essure removed and salpingectomy. No further information was provided. Follow up from 30-oct-2014: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. General questionnaire provided by physician on 31-dec-2014: this case was upgraded to incident due to intervention. The patient's history includes a cervical conization in 2006 and curettage in 2012. She had 3 normal spontaneous vaginal deliveries. In 2009, she experienced a uterine perforation with iud (nos). The patient had hypothyroidism. On (B)(6)-2012, essure was inserted. The lot number used was 836525. The patient was not post-partum at time of the procedure. The insertion was considered easy with easy visualization of both tubal ostium. General anesthesia was applied during insertion. The procedure did not take more than 20 minutes. The patient used contraceptive patches as back-up contraception before total occlusion confirmation. In (B)(6) 2013, the hsg was done with normal results. On unspecified date, a laparoscopy was made and showed essure device in the right cornua, protruding through the serosa. The physician stated that a hysterectomy was not necessary, but the patient had a bilateral salpingectomy done. However, it is also stated that essure devices were not removed and was not planned (contradictory information). Patient's symptoms resolved after surgery. Physician stated that the patient's condition was not caused or contributed by essure devices. Follow up (B)(6).2014: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: case upgraded to incident with lot info received, assessment updated: lot number 836525. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous report case received from a physician refers to a female patient who had essure (fallopian tube occlusion inserts) implanted and experienced pelvic pain and essure device in the right cornua, protruding through the serosa, interpreted as uterine perforation. The events pelvic pain and uterine perforation are serious due to required intervention. Both events are listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Although the exact date was not reported, she recovered after essure removal. Considering this information and the nature of this event, pelvic pain was considered related to essure use. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this particular case, although the exact date and mechanism of the reported event is not known, given its nature, a causal relationship with the suspect insert cannot be excluded. In contrast, the physician stated that the patient's condition was not caused or contributed by essure. This case was regarded as incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. A perforation questionnaire follow up is also being sought.